Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. No device malfunction was suspected and was doing well postoperatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient was having difficulty charging and keeping the ipg charged. The patient will undergo a revision procedure wherein the ipg will be replaced.

Event description:
A report was received that the patient was having difficulty charging and keeping the ipg charged. The patient will undergo a revision procedure wherein the ipg will be replaced.